Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury.

Event description:
Reporter indicated that programming wand failed to communicate. Troubleshooting did not resolve the issue. Product analysis has not been performed on programming wand.